Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for generator change and lead revision procedure. It was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.